Event description:
It was reported that an asymptomatic patient presented in the emergency room in backup vvi. The device download was performed successfully. The device was reprogrammed and evaluated thoroughly. The patient will be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.